Manufacturer narrative:
Correction: the initial date received by the manufacturer should be jan. 28th, 2020 instead of jan. 27th, 2020.

Manufacturer narrative:
Further information cannot be requested due to local privacy legislation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pulse generator implant procedure, the physician discovered that the pacemaker lead tip was bent.